Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: the reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced a needle that would not retract. The following information was provided by the initial reporter: material no.: 38144, batch no.: 0286290. The needle would not retract and as I was finishing with the IV another came in and I explained it was exposed and asked her to take it as I didn't want any of us to be stuck with it. She was unable to retract the needle either, so it was disposed of immediately.